Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. Fdm updated. Fdr updated. Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen 1600 mcg/ml at 775 mcg/day and bupivacaine 4.5 mg/ml at 2.18 mg/day via an implantable pump. The indication for use was not reported. It was reported a permanent pump stall occurred. There were no environmental, external or patient factors reported that might have led or contributed to the event. The pump was not from trunk stock. Diagnostics/troubleshooting included interrogation of the pump. The pump was replaced. The issue was resolved. The patient's status was alive - no injury. The pump would be return to the device manufacturer. The patient¿s gender, age, weight, and medical history were unavailable. No further complications were reported.